Manufacturer narrative:
Investigation conducted by the technical support engineer concluded that the reported vision issues experienced by the customer were associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The camera head was returned to isi for failure analysis. Engineering evaluation found that the camera head stage was damaged, this resulting in the vision issue. As of february 18, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that 2.4 hours into a da vinci s hysterectomy procedure, the site experienced double vision issues on the surgeon side console (ssc). The site replaced the endoscope with several other endoscopes with no change. The surgeon made the decision to convert to traditional open techniques to complete the planned procedure. No patient harm, adverse outcome or injury was reported.